Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 04/03/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cable broke.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient. There was no injury to the patient as a result of the reported issue. There were no instrument collisions. The device was inspected prior to use. The procedure was completed with a backup device of the same instrument.